Event description:
Patient was to receive a unit of blood. Nurse hooked up one unit of prbc to the patient, programmed the pump to bolus, started the machine and heard it running although the blood was noted to not be going through the tubing. Asked charge nurse and writer to come into the room to double check the set up. IV line was patent, no clamps locked and tubing set properly and to check the bag of blood which had the tubing in up to the hub. Pump turned on, could hear pump running and shaking the tubing however no blood was running into the tubing. There was blood however backing up into the patients IV. Pump taken out of service, service request put in for pump and case called. New pump set up and infusing without difficulty.